Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 3pm. The patient stated that she manages her diabetes using pills, diet and/or exercise, and reportedly consumed additional food and/or drink after the alleged issue began. The patient reportedly experienced symptoms of tremors and sweats on (B)(6) 2016 at 8am when she reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the product, the correct test strips were being used and there had been no misuse of the product. The csr noted that the battery did require to be changed, but the patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.